Manufacturer narrative:
According to the facility on (B)(6) 2025 for a robotic hysterectomy, the instrument broke off inside a patient and they needed to retrieve it from inside a patient. The device was being used in typical fashion throughout the procedure. They discovered piece of metal in vagina at close of procedure. The insert came loose and item was noted visually and removed manually. The facility stated that there was no serious injury or that a "kr" was taken to confirm there was no remaining metal. The facility stated there was no impact to the patient or procedure and that the procedure was completed. The patient is doing well. A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025 for a robotic hysterectomy, the instrument broke off inside a patient and they needed to retrieve it from inside a patient.